Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that before the operator inserted the catheter into the patient, he/she found that the inlet tube was kinked at the part near the sample connector. The bag was replaced.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received sample in open packaging for evaluation. The evaluation found that the inlet tube of the drainage bag was kinked. An inspected was performed for the other areas of the bag, and did not find any holes or tears. The exact time of how and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube."

Event description:
It was reported that before the operator inserted the catheter into the patient, he/she found that the inlet tube was kinked at the part near the sample connector. The bag was replaced.